Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before cataract surgery six ophthalmic surgical sutures were broken. The surgery was completed on the same day after replacing with another suture. No patient impact was reported.

Manufacturer narrative:
Additional information was provided in sections d.9., h.3., h.6., and h.11. Six unopened sutures, in a pouch, in a blister, in a bag were received for the report of suture broke. Samples were visually inspected and found to be conforming. A dimensional inspection was done for suture diameter and all six samples were found to be conforming. Functional testing for suture strength was performed and all six samples were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned unopened samples were found to be visually, dimensionally and functionally conforming, therefore the suture breaks as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. However, since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Suture material samples are tested at incoming for tensile strength and diameter and visually inspected for any defects such as discoloration and frays. Sutures are also 100% inspected by trained operators for discoloration and frays and for proper attachment during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
UDI related data quality updates only. Additional information was provided in sections d.9., h.3. The manufacturer internal reference number is: (B)(4).